Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4) , batch:a000114591.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the event

Event description:
Additional information received indicates that surgical intervention took place on 13sep2022 wherein the lead was explanted and replaced with a new lead resolving the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.